Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed through functional testing and during the review of the archive. The root cause of the issue was due to defective processor board. Following service and repair, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and found that the front enclosure was cracked. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed system error ua132 (internal watchdog timeout) error message occurred on (B)(6) 2017 rather than on the reported event date given by the customer of (B)(6) 2017, thus confirming the reported complaint. Initial functional testing failed due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device therefore confirming the reported complaint. The issue was attributed to a defective processor board. The defective processor board was replaced to remedy the fault. In addition, unrelated to the reported complaint, the platform front cover was replaced to remedy the crack issue. The autopulse passed the final functional testing and no issue was noted. Historical complaints were reviewed and two previous complaints were reported for this autopulse platform (sn: (B)(4)) for the "system error, out of service, revert to manual CPR" error message. They are (B)(4) reported on (B)(6) 2015 and (B)(4) reported on (B)(6) 2016. The processor board was replaced to remedy the issue. The autopulse passed the final functional testing and meets the specification.

Event description:
As reported during shift check, the autopulse displayed "system error , out of service, revert to manual CPR" error message upon powering up. No patient involvement reported on this issue.